Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of the reported problem, identified as system error 2046. A service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection and functional testing was performed and the product did not meet product specifications due to a malfunctioning pump assembly. Device passed the homechoice return instrument test/evaluation (rite) electrical test and rite functional test. During cycler remote toolbox software pneumatic system integrity verification, it was determined that the pump assembly was malfunctioning. A simulated therapy was completed and no errors occurred. Upon conclusion of the investigation, the cause of the reported issue was determined to be a malfunctioning pump assembly. The pump assembly was reworked to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm with an error message. This occurred during an unspecified step of peritoneal dialysis therapy or setup. The patient was to complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.